Manufacturer narrative:
B3: date of event and d4: UDI number is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer had a loose spring released. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: d4. UDI, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(4). One device was received. Per visual inspection, strain relief of the power cord was loose, water tank cover was cracked on all four (4) corner, pole clamp was faded, drain/quick connector was corroded, water tank was leaking from the bottom, enclosure was cracked under the quick connect and line cord was faded and worn. Per functional testing, the strain relief of the power cord nut was loose from the enclosure. The complaint was confirmed. The root cause was a loose power cord strain relief nut from the housing. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.